Event description:
Consumer reports that while donating plasma at a local plasma center they were splattered with blood from another pt that was seated near them. Blood made contact with the consumer's arm in which they were donating from and also on their clothing. Pt is concerned that they may be in danger of contracting a disease from this incident, as well as concerns about how this could happen at a plasma facility.